Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrotic tissue is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.

Event description:
On (B)(6) 2013, the following information was reported to kci by the physician: at (B)(6) it was reported in a poster, that a patient experienced a degloving injury with skin reattachment. V.a.c. Therapy was applied and 4 days later, a discoloration of 1/3 of the wound edge was observed. No further exacerbation or extension of the discoloration was observed. V.a.c. Therapy was removed on the 8th day. Necrosis of the discolored epidermis was observed, and a debridement was performed. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.